Event description:
Customer reported that when lowering column before case system made a loud screeching noise. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, adjusted the edge enhancement, and replaced a broken handle. System operates as intended.